Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a varying electrical short from sockets 6 (on/off switch) and 1 (ground) of a cable-mounted plug connector, designator p5, which leads to the device's membrane switch panel which contains the on/off button. This resulted in the device to be very difficult to power on, as well as allowing the device to power on by itself. As a result of the varying electrical short observed, it could also be possible for the device to power off by itself unexpectedly if certain voltage fluctuations were to occur. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was continuously making a beeping noise. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was very difficult to power the device on. It was also observed that the device would spontaneously power on by itself, which led to the premature depletion of the device's battery.